Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a failure to pace twice, as well as a sudden decrease in imepdances to low levels. The lead was reprogrammed, and was later capped and replaced. No patient complications have been reported as a result of this event.